Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. Functional testing was performed and the unit passed all testing. The complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer reported the device did not heat aerosol prior to use on a patient. The user reconnected the aquapak bottle, which resulted in the same. Therefore, another unit in the hospital was used instead. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the device did not heat aerosol prior to use on a patient. The user reconnected the aquapak bottle, which resulted in the same. Therefore, another unit in the hospital was used instead. No patient involvement reported.